Event description:
The enseal handpiece did not work. The nurses tried a new machine and it still did not work.they next tried a new handpiece with both machines and both still did not work properly.======================manufacturer response for enseal handpiece, enseal======================sales representative is aware. Report has been filed.